Event description:
It was reported pt had no stimulation sensation. Pt's daughter stated nurse told her that only 1 electrode was working. It was noted pt had been to hcp several times in the last couple of weeks with return of symptoms. Pt was to meet with hcp and have implant checked. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# v278328, implanted: (B)(6) 2009, product type: lead; product ID: 3037, serial# (B)(4), product type: programmer, patient. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. Eval (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a family member who said therapy never worked from the beginning and wishes that the patient never received the device. The caller added that the patient did have reprogramming sessions. They noted that the patient hasn't used the device and believes stimulation was turned off at that times. Caller said the patient has moved several times and doesn't believe they event have a patient programmer (pp) anymore. No further patient complications have been reported as a result of this event.